Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The mother states the sensor stopped working and was not sending information. The customer's levels had been as high as 560mg/dl. The customer treated with manual injections and changed site and seemed to fine. The customer was attempted to be reached but there was no answer.